Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-02663. It was reported during the patient's ipg replacement procedure (reference MFR. Report: 3006705815-2017-00523) on (B)(6) 2017, the lead exhibited high impedances. The abbott representative was able to restore stimulation via reprogramming. However, follow-up identified the patient underwent surgical intervention on (B)(6) 2018 during which the extension was explanted and replaced. An impedance check was performed with normal results. Stimulation was restored post-operatively.